Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with instructions for resetting the pump by technical support and successfully reset it, as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared.